Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspections noted that the lv seal plug was torn and body fluid contamination was seen in the connector block. Further visual inspection revealed a cut in the rv seal plug. All setscrews moved freely and operated normally. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that this pacemaker dependant patient received inappropriate tachycardia therapy. Upon review of the electrogram strips, right ventricular (rv) oversensing that led to pacing inhibition for more than two seconds and noise on the shocking channel were observed. It was also noted that the non-boston scientific rv lead exhibited low impedance measurements. A lead revision was performed where the cardiac resynchronization therapy defibrillator was electively replaced and non-boston scientific rv lead was surgically abandoned due to insulation damage at the suture sleeve. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.